Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Event description:
Allegedly revised due to broken component. High activity level.